Manufacturer narrative:
Controls were performed on the meter and both levels passed. The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.   Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from accu-chek inform ii meter serial number (B)(4). At 8:36 am the meter result was 370 mg/dl. At 8:37 am the meter result was 463 mg/dl. At 8:39 am the meter result was 265 mg/dl. The results were taken using different finger sticks.